Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was diagnosed with positive fungus in the blood on approx (B)(6) 2014. This is an ongoing issue. The patient is on IV medications chronically to control infection. Not a candidate for exchange or transplant at this time. Additional information received (B)(6) 2014: clarification on the infection received from the vad coordinator via the clinical specialist: origin was the driveline and yes, we assume the pump is infected.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.